Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she had a device fail and it was replaced. Additional information received reported the patient¿s battery had ¿quit working.¿ the patient noted the manufacturer had responded immediately to the issue. No further event information was reported; no further complications were reported or anticipated. It was noted the patient¿s indications for device use were failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient received a new programmer and had not worked properly since she received it. Patient stated she was not sure if it was her or the patient programmer. Patient asked what she should do with the programmer as she does not need. Patient mentioned she is having surgery to place a whole new device . Patient stated "because everything is just wore out in me" stating patient never really used it because when she used it did not work. Patient does not think it was the patient programmer. Patient thinks it was just battery inside them was nonfunctional. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type programmer. If information is provided in the future, a supplemental report will be issued.